Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the tubing was broken around the weld at the bottom rear of the side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the side frame had a broken weld at the bottom of the back cane. Additionally, the step tube was bent and broken. Fields were updated accordingly.

Event description:
The dealer stated the right side frame is broke at a weld.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the right side frame is broke at a weld.